Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "problems with implants within a couple of months of having them, had breast pain from very early on, started to encapsulate shortly after they were put in. Pain and problems with them, exhaustion, headache, been very unwell a lot. "

Event description:
Patient reported "problems with implants within a couple of months of having them. Patient had breast pain from very early on, they started to encapsulate shortly after they were put in. Patient had pain and problems with them. Patient also reported "exhaustion, headache, been very unwell a lot, hypermobility (pre-existing), joint issues" - these are not device related. This device relates to right side. Device has been explanted. Patient also reported "stiffness in breast area is observed. Breasts are likely asymmetric. Implants deformation is observed. Baker implant capsular contracture", baker grade unknown.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified two devices appear to be intact, without labeling the sides. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported "problems with implants within a couple of months of having them. Patient had breast pain from very early on, they started to encapsulate shortly after they were put in. Patient had pain and problems with them. Patient also reported "exhaustion, headache, been very unwell a lot, hypermobility (pre-existing), joint issues" - these are not device related. This device relates to right side. Patient also reported "stiffness in breast area is observed. Breasts are likely asymmetric. Implants deformation is observed. Baker implant capsular contracture", baker grade unknown. Device has been explanted.